Event description:
It was reported that air was seen in the faradrive sheath when aspiring the sheath after removal of the dilator. Small amount of blood leak was also noted. No patient complications occurred. The procedure was completed using different device (different model). The return status of the product is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the return of the device for analysis is unknown at this time. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was seen in the faradrive sheath when aspiring the sheath after removal of the dilator. Small amount of blood leak was also noted. No patient complications occurred. The procedure was completed using different device (different model). The return status of the product is unknown. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles, blood in sheath and leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles and blood in sheath and leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.